Event description:
A radial jaw was used for a diagnostic pulmonary biopsy. During the procedure, while trying to retract device back through the scope, a pull wire broke. The procedure was completed with another device.